Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned their cardiosave had the screen turn black and stopped pumping. The customer was in the process of changing out the pump. They stated the screen had turned black, the pump continued to pump for a short time, then there was a loud screeching sounds. The pump was then turned off and then back on and resumed therapy, however the customer went ahead and exchanged the pump.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint 1389392 is being cancelled as it is not a valid complaint. This was duplicate of os859455/tw 1398955, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported direct call from the customer to the emergency support program that the cardiosave intra aortic balloon pump screen turn black and stopped pumping. No harm or injury to the patient was reported. The nurse stated that the screen turned black, the pump continued to pump for a short time, then there was a loud screeching sound. Nurse stated that they turned off the pump and then turned it back on. The pump resumed therapy.